Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a blank display. The customer¿s blood glucose level was 130 mg/dl. The customer states that they changed the battery and she got a weird noise and shut off. Troubleshooting was performed for blank display and noticed changed the battery and she got a weird noise and shut off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with blank display due to missing battery tube spring. Unable to perform all functional testing including the displacement, operating currents and self-test due to blank display. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.